Event description:
The customer observed discrepant positive architect total bhcg results for three patients. Patient #2: on (B)(6) 2012, an initial positive result of 600 u/l retested negative at <1.2 u/l. The patient was a (B)(6) female. The physician questioned the positive result. No adverse impact to patient management was reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched to the customer site. The fsr tightened the stat pipettor connectors and repositioned the pipettor in relation to the wash station. The fsr performed reproducibility testing 20 times and the instrument performed as expected. Based upon the data available and the results of the evaluation, the likely cause of the customer's issue was the probe. A review of complaint and trending data did not identify an adverse or non-statistical trend or product issue associated with this issue. Section 10 of the architect system operations manual lists the probable causes and corrective actions for erratic assay results (I system). A likely cause listed is the probe. Based on the available information, a deficiency in the system was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4) - (no consequences or impact to patient); (B)(4) - (false positive result).